Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip or jaw on the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.